Event description:
It was reported that the customer's insulin pump could not upload data to carelink. Upon searching the insulin pump's history, there were multiple aa47 and ha17 alarms reported. Due to the alarms the customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown, but said to be high. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. No alarms noted during testing. The insulin pump was downloaded properly to carelink pro. However, several alarms were found at the alarm history file. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.